Event description:
It was reported that plunger will not properly reset and it has fractured internals. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed the top case was chipped cracked by the front corner. The plunger lever did not work. Right plunger case was cracked, teflon shaving on the worm coupling assembly also very old and worn drive train parts. Customer?s reported issue was duplicated during inspection. The root cause of the reported issues was not determined to have been caused by the customer's impact to the device. The square shaft on the plunger tube caused damaged to the clutch cam. Actions taken to mitigate the reported issue: replaced broken clutch cam, also left plunger case because the flippers were stuck. UDI information is unknown.